Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the touch panels did not have a sufficient power supply. To resolve the issue, the technician connected an external power supply to both touch panels. The units were tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that prior to a patient procedure the touch panel to their hexavue custom room rack was not receiving video signal. No report of injury.